Manufacturer narrative:
Insulin pump passed the operating currents test, self-test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. No motor error alarm during testing noted. Motor passed motor test. Insulin pump was received with unexpected restart alarm after battery change due to faulty connector/interface board. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump was broken and showed signs of physical damage. The insulin pump alarmed motor error for the past few months. Customer's blood glucose level was 138 mg/dl. The customer was able to rewind. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.